Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". The patient's medical history included abdominal adhesions. Concurrent conditions included pulmonary embolism, uterine bleeding, anemia from chronic blood loss, uterine enlargement and ovarian cyst. Concomitant products included sertraline hydrochloride (zoloft) and warfarin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ blood clot from vagina") and dysmenorrhoea ("dysmenorrhea (cramping)/ menstrual cramps"). On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vagina pain"), depression ("depression") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, vaginal haemorrhage and vulvovaginal pain outcome was unknown and the menorrhagia, dysmenorrhoea, depression and alopecia had resolved. The reporter considered alopecia, depression, device dislocation, dysmenorrhoea, menorrhagia, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2010 and (B)(6) 2010. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: heavy bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Events per pfs: migration of essure device, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)/ blood clot from vagina, dysmenorrhea (cramping)/ menstrual cramps, vagina pain, depression, hair loss and essure confirmation test not done. Medical history, concurrent condition and concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.